Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This o2 sensor was in a fedex express "small box¿ shipping box, and the box was not damaged. The other two o2 sensors in the shipment were good. The internal padding was adequate. The fsr never removed the sensor from the ziplock bag, as fluid could easily be seen inside the bag and fluid had absorbed into the information page inside the bag. The suspect part was returned to the manufacturer for further evaluation.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the oxygen (o2) sensor had leaked. This complaint is for a defective van stock part and is considered an "out of box" failure. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the main pump was not functioning properly in the cooler heater unit. There where no alarms according to the attending user facility's biomedical engineer (biomed). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00042 and emdr #1828100-2016-00290. The reported complaint was not confirmed. The field service representative (fsr) could not duplicate the reported issue. The cooler heater unit was functional and passed preventive maintenance (pm) with no faults. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.